Event description:
It was reported the patient's blood glucose levels rose to 470 mg/dl while wearing the pod on the abdomen for between 1 and 4 hours. The patient called their internist and was advised to replace the pod, inject 6 units of insulin and go to the emergency room (ER). Patient's ketones (0.1 mmol/l) were measured at the ER and a blood sample was taken. Patient's heart was monitored with an electrocardiogram and a prick test was performed on the patient's wrist (patient does not know what the prick test was for). The patient received intravenous fluids for treatment. The patient was discharged after 4 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.